Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 450mg/dl and that they insulin pump had a delivery anomaly. The customer was assisted with programming a bolus for the current high blood glucose and was explained why the insulin pump did not allow them to bolus what they had previously programmed and the customer understood. Troubleshooting for high blood glucose was performed. The customer's blood glucose was 381mg/dl for the reported incident and 450mg/dl at the time of the call. The customer stated that they did not feel okay to continue troubleshooting, but provided that they treated with syringes and that they high blood glucose began on (B)(6) 2107. Further troubleshooting was declined. The insulin pump will not be returned for analysis.